Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient had developed a rash in the pocket area. It was suspected that the parylene coating was the cause for the rash. No further information available.